Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, device info is unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis is not confirmed because the disposable product was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 therapies. Dianeal therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day for the event. On (B)(6) 2013, the patient began treatment with ciprofloxacin. The cause of the peritonitis was not reported. The patient was recovering at the time of this report. Per the nurse, the peritonitis event was unrelated to baxter products.